Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is completed, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulator (scs) system was evaluated for charging difficulty with their evoke closed loop stimulator (cls). Evaluation of the patient¿s cls confirmed migration of the cls from the original implant location and healing in a perpendicular position, which resulted in charging difficulty. A revision procedure was performed to reposition the cls and resolve the reported event. Therapy has been restored following the revision.

Manufacturer narrative:
Additional information: section d: expiration date. Section g: date received by manufacturer; type of report. Section h: device manufacture date; evaluation codes. The evoke cls was returned to saluda for analysis. The cls passed visual and functional testing with no anomalies identified. One (1) x-ray image was provided, which confirmed the reported event of cls migration. The root cause of the cls migration and charging difficulty could not be definitively determined; however, excess adipose tissue in the area may have contributed to the migration of the cls. The evoke scs system surgical guide states, ¿the risks associated with the implantation and use of a spinal cord stimulation system include cls migration or suboptimal placement, which may result in pain or difficulty in charging and the patient may require surgery (including revision, explant, and replacement) as a result.¿